Event description:
It was reported that customer experienced concern about air bubbles forming in mobi cartridge while using pump and was considering returning product and switching back to previous therapy. There was no adverse impact to the customer's blood glucose level. Customer followed instructions for filling cartridge and wearing pump inverted, agreed to receive training that was previously declined, and clinical support reassured customer that current process was correct and planned to involve field team for additional training and support.